Event description:
It was reported that high impedance was found on the lead. Possible setscrew issue noted. System was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received, late due to re-evaluation of event. A partial lead measuring 36.5cm of the proximal portion was returned for analysis. Analysis of the returned portion was normal. No anomaly found. Without the return of the entire lead, a full analysis could not be performed.